Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: dtbb1d1 ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had low impedance and that a small section of the insulation was gone down to the conductor. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.